Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
The charger is an accessory to the sonicare toothbrush. The serial and model numbers of the charger were not provided. Device manufacturing date not available due to the charger not being returned.

Event description:
Dental office reported that a sonicare toothbrush charger sparked and caught fire.